Event description:
It was reported via repair work order that there was no power to the bed due to damaged power cord inlet filter and footboard was not fully functional due to loose ribbon cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.